Event description:
The customer reportedly had low blood glucose symptoms and caller first stated that she could not perform a test due to customer's thrashing, then said that she got a result she felt could not be correct. Caller found a result of 133mg/dl in the device, but she is unsure if that is a result taken at the time of customer's low blood glucose incident or a result taken mos ago. No tests were attempted with this device prior to event. Customer was using expired strips. No quality controls were used. Requested return of suspect device and replacement was sent.